Event description:
Patient had left heart cath, received 6f 55 cm sheath. Upon sheath exchange over the wire, as the sheath pulled back over the wire, the sheath sheared and a piece separated from the sheath structure. Physician accessed the right brachial artery, passed a snare to the aorta, snared a piece of sheath and pulled back to brachial artery. Another physician then performed a cutdown to retrieve the sheath. Two hours s/p left heart cath the patient developed expressive aphasia. Initial CT was negative for chair. Subsequent MRI showed multifocal bilateral cvas.